Event description:
It was reported to teleflex medical that during a partial left lobectomy procedure, the hem-o-lok clips used slipped off the pulmonary artery approximately 7mm in size. The clip slippage caused the pt to hemorrhage.

Manufacturer narrative:
Ligation clips were not saved and returned to MFR. It was reported that the surgeon repaired the site by clamping the vessel and closing the vessel with suture. Repairing of the site prolonged the procedure by an add'l ten (10) minutes. No injury to the pt reported. Pt is recovering well. Device history record evaluation did not find any non-conformances or deviations for functional issues in the file.